Event description:
Pt came to ICD clinic for routine follow-up visit. Interrogation of the ICD revealed unacceptably long charge time (greater than 30 sec). The MFR was contacted and recommended ICD generator replacement. This was done.